Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two devices associated with the patient's implant experience. Refer to manufacturing report number 1220648-2025-26812 for the second used impella 5.5 serial number (B)(6). Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient with cardiomyopathy implanted with an impella 5.5 device for mechanical circulatory support experienced hemolysis that led to the device being explanted. The patient was being worked up for heart transplant and was transferred in with an impella cp device in place. The patient was escalated to an impella 5.5 device which was successfully implanted via the axillary artery using double barrel technique. The impella cp device was removed without complication. Approximately 11 days after start of the support on the impella 5.5 device, there was an impella in aorta alarm with pulsatility to motor current; however, correct position verified with echocardiogram per the report. The patient continued on support, and the next day it was noted there were no active alarms present. Now day 26 on support, the patient was noted to have developed hemolysis. Consequently, the device was explanted and ultimately replaced with venoarterial extracorporeal membrane oxygenation after unsuccessful attempts at a new impella 5.5 (case aborted) and then unsuccessfully attempting an intra-aorta balloon pump placement.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Optical signal issue data logs show several impella in aorta alarms throughout the case. The snr is relatively low throughout the case and there are abnormal spikes in the raw optical signal. The position was verified to be correct in the field. Upon inspection of the data logs, it is apparent that the console is the potential cause of the issue. Please refer to 25-41340-2 for an investigation into the console. Hemolysis data logs show no abnormalities in motor current. Minimal clinical details were given about the hemolysis. The root cause of the hemolysis was not determined since product was not returned and insufficient clinical details were provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The customer reported that the device exhibited an optical signal issue. The pump remained on for support despite the reported problem.